Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 422mg/dl. The events leading to her admission were confusion, fatigue, and vomiting. The customer was experiencing high glucose for the past week. The customer's most recent glucose reading was 212mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. During the call, the customer also mentioned that she has been bottoming out as well. The customer stated that she had low blood glucose in the past, and she has treated with glucose tablets. The customer stated that there is more insulin in the status screen than the reservoir. Also, it was found that the customer has been over bolusing and the basals were changed to correct her high blood glucose. The customer stated that the insulin pump was exposed to an MRI. Ran a displacement and high pressure test and the tests passed. No further info was provided.